Manufacturer narrative:
The software investigation found that the patient exams had poor fiducial placement. Software is functioning as designed. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols including the following: "distribute the markers around the surgical target such that they do not all lie in the same plane or along the same line. It may be helpful to place two markers near each other on one side of the head to help the surgeon confirm correct image orientation."

Manufacturer narrative:
On 3/16/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. The surgeon used touch-n-go to register patient for open biopsy. System geometric error was approximately 4.3. The medtronic representative tested the navigation system using resin head. Performed a registration using both touch-n-go and tracer, received a geometric error of 2.0. Accuracy was correct, able to touch each fiducial, as well as, anatomical landmarks. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. The surgeon registered the patient with touch-n-go and received an error metric of 4.6, however, the surgeon decided to proceed. The surgeon checked accuracy on the patient's anatomy and fiducials and deemed being accurate. When checking the lesion, the surgeon alleged being naccurate 3 millimeters lateral to the right. The medtronic representative recommended they re-register the patient with tracer. The surgeon opted to complete the procedure without the use of the navigation system. The cyst was approximately 3cm x3cm wide. The surgeon retrieved cystic fluid and the surgery was successful. Delay in therapy was 5 minutes. There was no impact on patient outcome.